Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt implanted with bi-lateral veptr ii on (B)(6) 2010. Pt had regular lengthening procedure involving placement of one rib sleeve and distraction lock on (B)(6) 2011. Status post, pt developed infection and hardware was explanted on the right side rib to ilium on (B)(6)2011. This is the 6th of 6 reports submitted on this event.